Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a ureteroscopy procedure performed on (B)(6), 2022. During the procedure, a zero tip basket was used in an attempt to remove stones in the kidney. However, the tip of the basket was broken off from the basket. Device fragment remained inside the patient. There were no patient complications reported as a result of this event. Patient was sent home and will be coming back for another ureteroscopy procedure to retrieve the device fragment on an unknown date.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.